Event description:
It was reported that, "infected hip and all implants removed".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Hospital kept implants. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.